Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in the facility for an av junction ablation. Following a pre-op pulse generator check, the lead exhibited high impedance. Under a fluoroscopy, no lead damage was noted. The lead remained implanted and the patient would continue to be monitored.